Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, three (3) months due to severe aortic stenosis and regurgitation secondary to valve degeneration. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. The valve was deployed in good position. A transthoracic echo was performed showing no evidence of perivalvular leak. The mean gradient was 11mmhg and transvalvular gradient was 5mmhg. The patient tolerated the procedure well with no apparent complications. The patient was transferred to the open-heart surgery recovery unit in stable condition. The patient was discharged home on pod #15 in stable condition.